Manufacturer narrative:
An event of device migration towards aorta and complete heart block during procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. It is possible that anatomical condition and procedural difficulties may have contributed to the device migration. However, this cannot be confirmed. The heart block appears to be cascading effect of device migration. The surgical intervention is a result of pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The annulus size measured at 72mm. With moderate annular calcification. There was no left ventricular outflow tract (lvot) calcification. The pre-procedure electrocardiogram (ECG) demonstrated normal sinus rhythm. A successful pre deployment dilatation was performed with a 20mm non-abbott balloon while pacing at 180bpm. The 1st attempt at positioning valve while pacing at 120bpm demonstrated deployment slightly high, valve measured at 3mm at the non-coronary cusp (ncc) and 1-2mm at left coronary cusp (lcc). A decision was made to full recapture. The second deployment while pacing at 120bpm observed to be perfectly aligned at 4mm on the ncc and lcc while at 80% and valve well expanded. At 100% deployment, valve slightly shifted up, with final position to be 2mm at the ncc and lcc. On reduction of pacing via the temporary wire, patient observed to be in complete heart block. The patient required a new permanent pacemaker procedure, performed the same day. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.